Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 560 mg/dl. Elevated bg was addressed via manual insulin injection.